Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, the device found to be in backup vvi mode and hv therapy was disabled. The reason for the device going into backup mode was unknown. As such, the device was explanted and replaced. The patient was stable prior, during and post procedure.